Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 14 months due to prosthetic valve endocarditis with root abscess. A non-edwards valve was re-implanted in the aortic position; an edwards annuloplasty ring was implanted in the mitral position. Based on the follow-up with the health-care provider (hcp), "the prosthetic valve that was implanted got infected post implant a few months after the first surgery(first surgery was not related to endocarditis). This episode of endocarditis was treated but either it was not fully treated or it got reinfected a few months later. The first episode of postop endocarditis was noted by blood cultures a few months after surgery. Then, as patient was being followed he got sicker and developed heart failure. I would guess that his endocarditis either was not fully cured with antibiotic treatment or he got reinfected. He got readmitted to hospital and on echo his prosthetic valve now had new severe aortic insufficiency. He was started on antibiotics immediately again. Prosthetic valve involvement with endocarditis was visually confirmed at explant. Cultures from the operation had coagulase- negative staphylococci, gram stain had some gram + bacteria, previous cultures elsewhere strep viridians." Of note, the patient expired on july 13, 2013, approximately one month after explant due to post-operative complication. Per hcp, the subject device did not cause or contributed to the patient's death. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case per hcp, the subjet device did not cause or contributed to the patient's death. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. No further actions are possible with the available information.